Event description:
During an etoposide infusion it was noted that the pump and tubing were wet. It appeared that the chemo had leaked through the vent on the drip chamber and dripped down the buretrol to the floor. The patient¿s line was flushed and new tubing was installed on a new pump and there were no further issues. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.